Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had several multiple infusion set issues including bent cannulas, poor patch adhesion and tubing disconnected from the site adhesion. The blood glucose level was 132mg/dl at the time of the report and she did not notice any damage when the package was first opened. No further information available.